Event description:
It is reported that the patient underwent an initial procedure. Subsequently, the patient requested the revision to remove the implants but no known reason was provided. Upon removal of the devices, the implants were intact. There is no harm to the patient indicated. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10 ¿ medical products: unk ribfix blu advantage. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00228.